Event description:
Report received from baxter states delivery stopped after twent four hours of patient use. Device contained an unknown concentration of 5fu, an unknown concentration of oncofolic, and normal saline for a unknown total fill volume. Reporter states the patient's port was checked and was patent and was used for other infusions after this incident. Report states no patient injury resulted from reported condition.